Event description:
Boston scientific received information that this patients home monitoring equipment detected an unspecified product performance issue. Attempts have been made to determine what the issue was, but have been unsuccessful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.